Event description:
It was reported that the ilet exhibited unexpected battery depletion and power loss, with the display going black before the normal lock timing, rapid battery percentage drops, shutdowns, and subsequent unresponsive screen and sleep/wake function despite charging and restarts. Symptoms included device unresponsiveness and loss of display. Outcomes included interruption of insulin delivery that required the user to rely on an alternative insulin therapy until a replacement arrived. Investigation included complaint intake, verification of device details, and provision of user education and troubleshooting, after which a replacement device was arranged and the original was requested for return. Investigation of this case revealed a power-related device malfunction consistent with low and very low battery behavior and a nonresponsive user interface. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the power/display system.